Event description:
Procedure type: lap gastric banding. According to the reporter: on the fifth toggle, the needle came off the device and was removed from pt cavity. No tissue damage, pt injury, or delay to surgery reported. A new instrument was used to complete the procedure.

Manufacturer narrative:
.